Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of the helix being unable to extend was confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood and tissue. After cleaning, the helix was able to be fully extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix would not extend was isolated to the helix being clogged with blood and tissue. The reported events of lead dislodgement, undersensing and a loss of capture were not confirmed.

Event description:
Additional information received indicated that there was undersensing present on the right ventricular (rv) lead. The patient suffered no consequences due to the undersensing.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was decreased sensing and a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging revealed that the lead had dislodged slightly. An attempt was made to reposition the lead, but the helix was unable to extend during the procedure. The lead was explanted and replaced, and the patient was stable with no consequences.